Event description:
Healthcare professional reported "ultrasound examination found rupture of right side breast implant", device has been explanted and replaced with non-allergan.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: rupture: observed broken in posterior side assessed as unidentified (tear) opening and missing piece of orientation dot assessed as inconclusive. (Shell thickness within specification) additional observations: observed creases on the device.

Event description:
Healthcare professional reported "ultrasound examination found rupture of right side breast implant", device has been explanted and replaced with non-allergan.

Manufacturer narrative:
Cont. H6.health effect-f15 recognized device or procedural complication. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.